Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer was treated with the pump. Customer declined to troubleshoot for high blood glucose. Customer's grandfather was asking for assistance in how to get care link uploaded. The customer uses personal computer, (B)(4), can't upload to care link.